Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working. Customer stated that station was rebooted four different times, but the keyboard did not work. It was the only pyxis machine in the hospital, leaving no other access to medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) tested the keyboard in the hardware test application and no issues were found. The customer was able to log in, and type as needed, and no further investigation was required. The system functioned as intended when the field service engineer investigated the device.